Event description:
It was reported to medtronic neurosurgery that for the past one and a half yr, the valve was stuck at pressure level 1.5. Allegedly, the physician had not been able to adjust the shunt. According to the report, the pt had a symptoms of over drainage and the shunt was replaced.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.